Event description:
Customer contacted beckman coulter inc., (bci) and reported that the dbil cartridge was leaking from the bottom seam. No injury was reported on this issue.

Manufacturer narrative:
No additional information is available.

Manufacturer narrative:
This follow-up report is to provide an expiration date for the dbil reagent.